Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that the insulin pump screen was hard to read. The customer¿s blood glucose value at time of incident was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.